Event description:
It was reported by the customer that a pyxis medstation es system auxiliary tower doors failed intermittently. The customer stated that this malfunction occurred during the process of dispensing medication to a patient and confirmed that there was no delay in service or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower doors were failed intermittently due to the faulty latch assemblies. A field service engineer unlocked the tower and removed the latch column, disconnected all harnesses from the controller board. Subsequently, the engineer removed and replaced all the latch assemblies, reconnected harnesses to the controller board, inserted the latch column and locked the tower. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.